Event description:
The customer reported via phone call that customer had low blood glucose and insulin pump was over delivering insulin. Customer also reported low blood glucose which are in 20s. The customer's blood glucose levels at the time of incident was 60 mg/dl. Customer current blood glucose level was 205 mg/dl. Customer was treated with glucose liquid. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.